Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported device deficiency of catheter. The device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2021). The device deficiency was not associated with an adverse event. The nature of the device deficiency was that during the flushing procedure, the device appeared punctured about two 4 cm from the distal connector. The device was removed. The device deficiency could not have led to a sade.